Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, errors on the universal surgical manipulator 4 (usm) were noted. The operating room (or) staff called in after case completion to report they had an arm 4 error out twice during their procedure. The caller noted that they power cycled the system twice prior to calling technical support, but the issue returned. The intuitive surgical, inc. (Isi) technical service engineer (tse) checked logs and found usm 4 errors. The isi tse did not perform any further troubleshooting since the staff was closing the patient at the time of the call. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse found one bent gold pin on the usm 4. The system was tested and verified as ready for use. Isi did receive a usm involved with this complaint to perform failure analysis. The usm was evaluated and errors 307, 40084, 25730 and 32114 were confirmed during testing. One pin of the fru connector pogo-pin (fcp) printed circuit assembly (pca) was found broken. A review of the site¿s system logs confirmed that the hysterectomy-malignant procedure was performed on (B)(6) 2022 on system (B)(4). Additionally, the isi technical support engineer found multiple instances of error 307 related to a node issue on armnet 4 of the usm. This complaint is being reported due to the following conclusion: errors on usm 4 persisted after the start of the procedure. The surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.